Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty with stenting treatment procedure, crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. The 2.25 x 24 taxus liberté was unable to cross the lesion. The catheter was removed and the product was completed with another size of the same device. No patient complications were reported and the patient status is stable. Returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a taxus liberte stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The fourth and fifth stent strut rows from the proximal end of the stent had multiple stent struts stretched and bent. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).